Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the silver plunger piece of the end effector broke.

Manufacturer narrative:
Reported event: on (B)(6) 2016 dr. (B)(6) went from reaming during a mako tha procedure. When placing the impaction handle into the end effector the silver plunger piece of the end effect broke. Device evaluation and results: visual inspection: visual inspection confirms a sheared off 202866 hip release knob. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/30/2015. From this lot, npr (B)(4) was generated for a visual defect for serial number (B)(4). Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector. There have been zero other events for the referenced serial number or lot number for this failure mode. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the silver plunger piece of the end effector broke.